Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. A visual examination of the balloon identified no damages. No issues were noted with the hypotube shaft. No kinks or damages. A detailed microscopic examination of the balloon material identified a tear 1mm distal from the distal markerband. All blades were fully bonded on the balloon and did not exhibit any signs of damage. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon burst occurred. The target lesion was located in the left anterior descending artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During procedure, the balloon was tried to insert into the lesion, but it burst at nominal pressure. The procedure was completed with another of the same device. The patient was in good condition post procedure.

Event description:
It was reported that a balloon burst occurred. The target lesion was located in the left anterior descending artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During procedure, the balloon was tried to insert into the lesion, but it burst at nominal pressure. The procedure was completed with another of the same device. The patient was in good condition post procedure.